Manufacturer narrative:
H3: product analysis as found condition: the pipeline vantage device was returned for analysis inside a sealed biohazard bag and a shipping box, but the braid was not returned. Damaged location details: the pipeline vantage tip coil was examined and found to be damaged. The distal and proximal dps restraints and the dps sleeves were intact, with no signs of damage. No defects were found on the re-sheathing marker or with the proximal bumper. The distal hypotube was kinked at 13.5cm to 14.0cm from the distal tip. The pushwire was bent at 96.5cm from the proximal end. No other anomalies were found. Conclusion: based on the reported information and device analysis, the customer¿s complaint of ¿failure/incomplete to open at middle¿ was not confirmed because the pipeline vantage pushwire was returned without the braid. However, the cause of the failure to open could not be determined. Possible causes include vessel tortuosity and the user deploying the braid in the vessel bend. In this event, the user reported moderate vessel tortuosity, and the braid was not positioned in a vessel bend, ruling out vessel tortuosity and the user deploying the braid in the vessel bend as possible causes. Since the braid was not returned, any contribution of the braid to the failure to open issue could not be determined. In addition, the damages seen on the hypotube (kinked) and pushwire (bent) show that high force was used. These damages likely occurred when the customer attempted to advance the pipeline vantage device through the catheter against resistance. Possible resistance causes include a lack of continuous flush with heparinized saline during delivery. However, the cause of the resistance could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the stent seemed impossible to remove once deployed, only resheathing was attempted and then it was removed. They changed the pipeline to a new device.

Manufacturer narrative:
H3: device received. Analysis is in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline did not fully deployed at the middle of the stent (as like twisting). After pulling the stent out of the body, it was twisted. The pipeline was not positioned in a bend, more than 50% of the pipeline had been deployed when it failed to open. The device was resheathed less than or equal to 2 times. No additional steps or other devices were required to open the pipeline. The pipeline was resheathed with the microcatheter and removed from the patient. There were no patient symptoms. The patient was being treated for an unruptured, fusiform aneurysm in the vertebral artery with a max diameter of 5.1mm and a neck diameter of 11mm. The landing zone is 2.1mm distally and 3.1mm proximally. Vessel tortuosity was moderate. Dapt (dual antiplatelet treatment) was administered, pru level was normal. The angiographic result post procedure showed "completely well done deployed."